Event description:
It was reported that customer experienced cgm error message related to sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that error message did not return after reset, and successfully started new sensor session.